Event description:
Pt stated that information, printed on the strips vial label, had rubbed off. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.